Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published year is used for the estimated date of event. Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: abassi a. Et al. "Primary endoscopic ultrasound-guided choledochoduodenostomy as a novel and effective method for biliary decompression in malignant biliary obstruction -experience from rwhl" on behalf of british society of gastroenterology congress, bsg 2024 united kingdom, birmingham, gut. 2024; 73 (suppl 1): a160-a1. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication.

Event description:
Boston scientific became aware of events involving a axios stents through the article "primary endoscopic ultrasound-guided choledochoduodenostomy as a novel and effective method for biliary decompression in malignant biliary obstruction -experience from rwht" by abassi a. Et al. Per the article, 28 patients with varying conditions of cancer underwent endoscopic ultrasound-guided choledochoduodenal stenting using axios stents. Out of 28 patients, one patient experienced a deployment failure which was resolved by redeploying a new stent. Please see reference article for full detail.